Event description:
Correction to g3 of the initial medwatch. The aware date should be 12-mar-2021.

Event description:
It is reported 54 days post bronchoscopy procedure for the indication of chronic cough and abnormal CT using an evis exera ii bronchovideoscope, the patient developed a respiratory tract infection with mycobacterium llatzerense. This was diagnosed with bronchial alveolar lavage (bal). It is unknown what treatment the patient required as a result of this infection. The patient's current condition is unknown.